Event description:
The patient's clinical status is not addressed but, post implant impedance was 1100 ohms. The next day, it was >2500 ohms. The pocket was opened and the lead tested normal with an analyzer. The lead was reinserted into the connector with 600 ohms impedance. After placing in the pocket, impedance increased to 900 ohms. Each time the device was placed in the pocket, the connector filled with blood, causing high impedance. It was noted that the sealing rings were missing.